Event description:
As reported by navilyst medical's distributor in (B)(4), an end user hosp is reporting 5 instances (one of which occurred on (B)(6) 2014) described as: "after priming, the kit was connected to the pt's sheath and before injecting any saline into the pt the surgeon aspirated on the syringe to fill that with saline and air bubbles appeared. The set had no air in it before, so they disconnected the saline tubing and assembled once again with the same result. Air in the system. Even though they tightened the connections firmly, air was still getting in." The kits were not used on patients and no air was injected. One used kit has been returned for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The 11/2014 navilyst medical complaint report was reviewed for the convenience kit product family and the failure mode, "air bubbles." No adverse trends were identified. Returned from the convenience kit were the fluid delivery set/check valve/waste bag assembly, the manifold, and the male-to-rotating adaptor (r/a). A syringe of unk origin was also returned, however, this was not the syringe which is packed with the kit. Visual inspection showed that the connection between the male-to-r/a and the female manifold side port was bottomed out, with the wing of the make-to-ra adaptor damaged. The damage is consistent with what would be caused by tapping the device with an instrument (such as hemostats) when de-bubbling during the procedure preparation process. No damage was noted to the manifold or the returned syringe. A simulated use inspection was performed to attempt to re-create the reported event. The system was attached to a saline bag, and then primed and debubbled while using a syringe (from inventory) of the same model provided with the kit. Fluid was drawn into the primed system via syringe aspiration and no air was observed during 5 aspirations. The fluid delivery set was then air leak tested per navilyst medical specifications and passed. The female threads/taper of the check valve were measured and found to be within specification. The female threads/tapers of the manifold were measured and all found to be within specification. The manifold was also subjected to a leak and passed. A leak test was performed on the male-to-r/a adaptor and the device passed testing. Additionally, the male tapers of the device were measured and met specification. The components within this convenience kit are all packaged loosely and would be connected by the end user. As testing of the returned components, both individually and connected together found them to function properly and meet specification, it is possible that the reported air in the system was the result of the end user failing to adequately secure connections.